Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise over-sensing. It was suspected that the rv lead had fractured. The rv lead was explanted and replaced. The patient was discharged.